Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
Customer reports to have received a button error alarm. Customer states he could not administer any insulin due to buttons freezing, which is when he received a button error alarm. Customer's blood glucose was 280 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.